Event description:
It was reported that the patient had some external wire damage with no events on ventricular assist device (vad) interrogation. The tear was managed with electrical rescue tape in clinic that the patient's family reinforced at home. The damage did not appear to breach the armor layer but was unable to be assessed due to rescue tape and visual barrier. A cosmetic driveline repair would be performed after log files were sent.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed damage to the pump cable; however, a specific cause for this finding could not be conclusively determined. The account's submitted image revealed an area of damage on the pump cable adjacent to the controller connector. The damaged area was covered in a thick layer of clear rescue tape, and some white rescue tape was also observed covering part of the controller connector. Beneath the clear tape, the outer jacket appeared to be torn. Although the damage appeared to be superficial and no exposed wires could be identified in the image, the extent of the damage could not be conclusively determined due to the presence of the rescue tape. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbooks caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbooks, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.